Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the infection was at the pocket site. The symptoms were swelling with a tender fistula, redness, warmth, soreness and purulent discharge. The patient was administered the antibiotic clindymycin. The physician believed the infection was device and procedure related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the infection was at the pocket site. The symptoms were swelling, redness, warmth and soreness. The patient was administered the antibiotic clindamycin. The physician believed the infection was device and procedure related. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8kit(30cm). Model #: sc-2316-70, serial #: (B)(4), description: artisan surgical lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.